Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use the 840 ventilator stopped cycling. Patient outcome was not provided. The third party service provider checked the ventilator and verified the issue. Performed calibrations and confirmed it working. The unit passed all testing and operated within the manufacturer specifications. Covidien was not authorized to service the device.